Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure. The lead kept backsliding during placement and caused vessel perforation. The lead was removed and replaced with a new model. The replacement lead also was difficult to place and would not remain positioned during placement. The lead was removed and replaced with another model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).